Manufacturer narrative:
The CAPA was initiated on 2016-02-23 to address the issue in which the ipg experienced loss of power, causing the patient to loose pain relief requiring replacement of the device. Investigation is currently in progress.sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was previously reported the patient underwent surgery where the leads were replaced (reference MFR report: 1627487-2016-02918). During the procedure it was determined the ipg was unable to communicate and was inoperable. The patient's ipg was explanted and replaced on (B)(6) 2016. Follow up information identified the patient is now receiving effective stimulation.

Manufacturer narrative:
Corrected data: results code(s). The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.